Manufacturer narrative:
(B)(4). Concomitant medical products: 00-8775-028-02, 12/14 ceramic fem head 0x28, 2942977. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when biolox delta ceramic head was inserted into the e1 bipolar liner, but biolox delta ceramic head would not move smoothly. This surgery was finished with backup e1 bipolar cup. No additional information will be made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Upon visual inspection the ceramic head does not move freely inside of the liner. It can be moved but feels restricted. After the head was moved back and forth multiple times, the head can move freely in the bearing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.